Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was evaluated, and contamination was found on the flow sensor, thus causing the issue to occur on the device. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the blower assembly was showing contamination. The blower assembly was proactively replaced on the device. After replacing the parts, a final and run-in tests were performed on the device, along with the battery and valve checks on the device. The device was operational, and it was cleaned.